Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the cause of the right ventricular dilation and renal dysfunction where due to chronic right ventricular failure and congestion in the patient. It was noted that a device related issue did not cause or contribute, and the event was not thought to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to pneumonia, urinary tract infection (uti), right ventricular dilatation, renal congestion, and multi-system organ failure. The outcome was not considered device or therapy related. The device would not return.

Event description:
It was additionally reported that the patient had mild right ventricular dysfunction prior to implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) rev. G is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure, that may be associated with the use of the hm3 lvas. Section 6 "patient care and management" discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 also states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.". No further information was provided. The manufacturer is closing the file on this event.